Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to hospital for an implant procedure. During the procedure, it was noted that the low voltage lead unable to implant in the desired position. The low voltage lead was not used. The patien was in stable condition.